Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection with candidozyma auris. No treatment was performed for the infection. The patient also experienced respiratory insufficiency in the form of a severe oxygenation disturbance following extubation which led to ventilation using CPAP and nasal high flow oxygen. Ventavis and vasopressors were also administered on (B)(6) 2026. The respiratory insufficiency resolved without sequalae on (B)(6) 2026. The patient experienced acute renal impairment with oliguria on (B)(6) 2026 that required continuous renal replacement therapy to be performed and resolved without sequalae on (B)(6) 2026. Cardioversion was attempted during surgery due to tachycardia and atrial fibrillation at 110bpm. Postoperatively there was an increase in ventricular tachycardia which were terminated by the patient's implantable cardioverter defibrillator with no shocks delivered. Amiodorone was also administered and the arrhythmia resolved on (B)(6) 2026.